Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.:  it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.  (B)(4).

Event description:
It was reported that stent damage occurred. A 2.50x24mm promus element¿ plus stent was selected to treat the target lesion; however, the device was unable to cross the lesion. When the device was removed, it was noted that the distal edge of the stent was found to be lifted. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was good.